Event description:
Per rep, this system was removed due to infection (explant date is approximate), and was later implanted with a new biotronik system in 2007. Lumos dr-t, MDR 1028232-2007-0212. Linox td 65/16, MDR 1028232-2007-0213.